Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported by the anesthesiologists from the preoperational unit that at least 5 extension tubing sets have tubing that is too rigid to bend and remain secured with tape which has caused them to get caught on things and sometimes get pulled out. The same tubing sets also have been reported to have issues with the blue slide clamp cracking with use (see file # pr (B)(4)). There is no report of adverse effects to any patient as a result of these events.

Event description:
It was reported by the anesthesiologists from the preoperational unit that at least 5 extension tubing sets have tubing that is too rigid to bend and remain secured with tape which has caused them to get caught on things and sometimes get pulled out. The same tubing sets also have been reported to have issues with the blue slide clamp cracking with use (see file # (B)(4). There is no report of adverse effects to any patient as a result of these events.